Event description:
It was reported that a user attempted to connect a new libre 3+ sensor with the ilet app on an iphone 13 and experienced repeated scanning failures despite confirming the prior sensor was disconnected, reinstalling the ilet app, and verifying the ilet was connected to the app. Symptoms included no sensor scan acknowledgment and no feedback during the scanning process. Outcomes included transfer to the partner organization for continued support. Investigation included guided troubleshooting, app reinstallation, verification of device connections, and escalation for further assessment. Investigation of this case revealed a sensor communication or connectivity issue during initial pairing that was not resolved through standard troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved sensor-to-app communication failure of undetermined origin.